Event description:
The wire collet was returned for service. Upon evaluation at the manufacturer, it was found to be missing a pin. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The wire collet was returned for service. Upon evaluation at the manufacturer, it was found to be missing a pin. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Based upon further review of the reported event, MFR report # 0001811755-2015-00664 (stryker reference (B)(4)) was for a malfunction that would not be likely to contribute to a death or serious injury if it were to recur.